Manufacturer narrative:
The cause for the customer-reported issue of the freedom onboard battery unable to charge, is that the battery exhibited a permanent fault. And was permanently disabled by its internal safety monitor. Since no system management (smbus) communications could be established, analysis of the permanent fault could not be performed. And root cause could not be conclusively determined. Syncardia has a corrective and preventive action (CAPA) to address the inability of the user, to detect when a freedom onboard battery is disabled. Syncardia has completed its investigation .and is closing this file. Ce 5348 follow-up report 1.

Manufacturer narrative:
The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce 5348 initial.

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery was nonfunctional.